Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 the patient's transmitter had out of range. There was no report of injury or medical intervention. No additional event or patient information is available.